Manufacturer narrative:
(B)(4). Section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility that six rt205 adult ventilator circuits were leaking before patient use. There was no patient involvement as the issue was found whilst the devices were not in use on a patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility that six rt205 adult ventilator circuits were leaking before patient use. There was no patient involvement as the issue was found whilst the devices were not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section g4: the rt205 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Device 1 batch number 2103604704 packaging bag opened device 2 batch number 2103604704 packaging bag opened device 3 batch number 2103604704 packaging bag sealed device 4 batch number 2103604704 packaging bag sealed device 5 batch number 2103604704 packaging bag sealed method: five of the six reported rt205 adult ventilator circuit kits were received by fisher & paykel healthcare in new zealand for investigation. Each device underwent visual inspection. Our investigation is thus based on the evaluation of the subject devices, the information provided by the customer and our knowledge of the product. Results: visual inspection of the subject devices observed no notable damages to the returned circuits. Leak testing was conducted, with device 1 and device 2 failing the test, while devices 3 to 5 were found to be within leak specification. Further examination of devices 1 and 2 identified that the water trap bowl was not fully engaged with the water trap top. The bowl appeared to be bulging outward around the locking surface. Conclusion: our investigation was unable to identify the exact cause of the observed damage to the rt205 adult ventilator circuit kits. However, based on our product knowledge, the issue is most likely attributable to a manufacturing-related factor. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the user to empty the water trap. The user instructions for the rt205 adult ventilator circuit states the following: - check all connections are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.